Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connect to power alarms was confirmed via log file analysis. Review of the log files revealed on 28dec2025 at 09:53:43 and 09:54:17 ¿ 09:55:02, and on 29dec2025 at 12:53:19 and 12:53:50, while connected to the mobile power unit (mpu), low power hazard and power cable disconnect alarms activated due to the relative state of charge (rsoc) voltage associated with both the black and white power cables being outside the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved each time. The alarms at 09:55:02 resolved once the system was exchanged to 14 volt battery power. Pump operation was not affected. The heartmate mpu (serial number (B)(6)) was returned to the service depot in unremarkable condition. The mpu underwent functional testing and passed all steps. The reported event was not reproduced throughout testing. The customer was provided a warranty replacement. The mpu was planned to be scrapped. Provided information stated that the mpu has a v-lock connector, the ac power cord did not come loose, and no environmental circumstances affected ac power. The mpu was tested with several outlets, and the cord was evaluated. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the outpatient clinic for an equipment check after experiencing ¿connect to power immediately¿ upon connecting to the mobile power unit (mpu). The patient reported that they experienced the alarm on (B)(6) 2025 around 0830/0900 and then again on (B)(6) 2025 around 1100. Each time, the alarm ceased immediately once they disconnected from mpu and reconnected to 14-v battery power. Each time, the mpu was directly connected to wall outlet with singular green ¿power¿ light illuminated on the during connection. The patient reported no symptoms or adverse events associated with the alarm. Log files were sent for review. The log file captured what the patient reported when they experienced an alarm on (B)(6) 2025 around 0830/0900, then on (B)(6) 2025 around 1100. It was suggested to replace the mpu. There was no interruption in pump support during these events. The ventricular assist device (vad) was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The mpu had a v-lock connector on the ac power cord. The power cord did not come loose from the back of the unit or the wall outlet. There were no environmental circumstances that would affect ac power at the time of the event. The mpu was tested in several different outlets, and the cord was evaluated by the patient at home and by the vad program in the hospital. The mpu was not functioning as expected.